Event description:
It was reportd an access port was placed for chemotherapy administration in 2000 and had been accessed regularly without incident. The pt experienced arrhythmia in 2001 and it was noted the catheter had fractured and migrated to the heart. Percutaneous retrieval of the detached catheter with a snare was successful and without pt complication. The port was surgically removed. Another port was not placed. The pt's condition is fine and has since been discharged. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Since this device was in place for over 3 months and no difficulty accessing the device was encountered prior to this incident, the company believes initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use outline appropriate placement, access and maintenance procedures.